Manufacturer narrative:
Device was discarded.

Event description:
The customer reported that there was a leakage of chemo drug between spike of a vented bag and vial. This occurred during an infusion. There was patient involvement but no report of an adverse event or delay in critical therapy.

Manufacturer narrative:
Two photographs were returned showing the device was inserted into a stopper with clear fluid around at the interface between the spike and the stopper. The side port filter cap was open but there was no visible evidence of fluid leakage from the filter. A DHR lot review was conducted and there were no non-conformances found that would have contributed to the reported complaint.